Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2026, the patient's leads were explanted for an unknown reason.